Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User reported decreased hearing performance following a shunt removal. Fluid is visibly pooled at the base of the recipients neck below the implant. There is however no fluid accumulation over the implant itself. The user's detection levels are unchanged however speech measures are unreliable.

Event description:
The user reported decreased hearing performance following a spinal shunt removal in (B)(6) 2016. The user was re-implanted. According to information on the device explantation report only 4 working channels were present before explantation.

Manufacturer narrative:
Conclusions: the user reported decreased hearing performance following a spinal shunt removal in (B)(6) 2016. However, the decreased performance was likely not related to the spinal shunt removal, as two affected channels had been observed since (B)(6) 2016 i.e. 5 months before surgery. No CT image was performed to confirm the electrode position, but the device explantation report form states that all channels were within the cochlea at explantation. In situ measurements show an increase of affected channels over time and fluctuations with applied pressure. Thus, damage to the active electrode likely caused by device minute mobility is assumed to be the cause of failure. However, the possible electrode damage could not be determined during investigation, as the active electrode was received incomplete. Also, physiological issues might have contributed to the observed abnormal impedance on apical channels. Damages found during investigation are most likely due to the explantation surgery. This is a final report.